Manufacturer narrative:
On june 2, 2020, the cr reported that the implanting clinician surgically explanted the stimulator successfully due to the patient experiencing a continued infection from (B)(6) 2019. The stimulator leads were sent out for cultures. The patient disclosed getting stimulation up to the point the explant was performed. On an unknown date, the cr followed up with the implanting clinician and the patient and was able to obtain information about the current status of the patient's infection. The infection has healed, and the results of the cultures are not yet available. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging

Event description:
Stimwave quality has investigated the details for a reported skin irritation/infection submitted to the stimwave complaint system on (B)(6) 2020, by clinical representatives (cr), in the united states. Crs became aware of this issue (B)(6) 2020.